Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suture cut needle driver instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables. No pitch cable damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of the reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the mega suturecut needle driver instrument cable was fractured. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and received the following additional information: there was no fragment fell into the patient. The mega suturecut needle driver instrument cable was fractured during procedure.